Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top and bottom cases were in excellent condition. No visible contamination. A review of the event history log (ehl) identified depleted battery. During the functional testing was unable to duplicate. However, battery communication time out and depleted battery found in ehl. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced the battery as a preventive measure.

Event description:
It was reported of a dead battery. No patient injury was reported.